Event description:
It was reported that the patient had an episode of syncope and dizziness. The right ventricular (rv) lead exhibited high thresholds. The lead was inactivated and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4).